Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was no longer feeling stimulation. Diagnostic testing identified impedance issues and x-ray imagery revealed a break in the scs lead. The lead was explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.